Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
The customer alleges the cannula draws air. No patient injury. No intervention required.

Manufacturer narrative:
(B)(4). The customer returned one introducer needle for evaluation. Visual inspection revealed the needle cannula contained a slight curve. The device contained signs of use in the form of biological material. Microscopic examination revealed multiple cracks in the needle hub. The returned introducer needle was attached to a lab inventory syringe filled with water. When the syringe plunger was depressed, water exited both the cracks in the needle hub as well as the distal end of the needle. A device history record review was performed with no relevant findings. The reported complaint of a damaged needle hub was confirmed by complaint investigation. The returned introducer needle hub contained multiple cracks. A device history record review was performed with no relevant findings. Further investigation of this issue is being conducted under a CAPA. The CAPA failure investigation indicates that the probable cause is design related.

Event description:
The customer alleges the cannula draws air. No patient injury. No intervention required.